Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896126 and gd896191 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day, the pt underwent an outpatient procedure for the removal of his pd catheter due to the peritonitis. The consumer reported that the physicians wanted the patient's body to rest and heal. On the same date, the pt was switched to hemodialysis (hd). It was unknown if the switch to hd was temporary. The pt was not hospitalized for the peritonitis but was treated with zyvox (rate, dose, route, and frequency were unknown). The cause of the peritonitis was unknown. It is unknown if the pt recovered from this event. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.